Event description:
New information noted that x-ray, and fluoroscopy confirmed discovered the dislodgement.

Manufacturer narrative:
Correction: b5, b6, and e1. For missing doctor information and visual examination.

Event description:
Related manufacturer reference number: 2017865-2023-02805. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed dislodgement causing capture of the atrial lead on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. During the surgery a lack of slack was noted on the atrial (ra) lead, slack was added, and procedure was completed. The patient was in stable condition.